Event description:
It was reported that the customer was using a lot of insulin. Customer has been on prednisone and her blood glucose levels have been really high in the 400's md/dl. Customer stated that she is going to her health care provider today. Customer is giving manual injections and relying only on the pump. Customer will see a nutritionist tomorrow to get more help with carb counting. Customer is out of bayer strips. Customer has been assisted by her daughter-in-law with infusion set changes. Customer is planning to do the next set change on her own. Customer declined to be transferred to the helpline. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.